Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 36 and 48 hours on the leg. After the pod was removed from the patient's skin, it was noted that the cannula looked bent. To treat the patient's elevated bg levels, a new pod was applied.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.